Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device cannot boot up. There was no adverse patient impact reported.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2016-05214 was submitted. Please see the corresponding reports for evaluation data.